Manufacturer narrative:
The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt. This is the first of two products used during the same procedure on the same pt, which is associated with mfg report # 1058196-2007-00145, 1058196-2007-00146.

Event description:
During an embolization procedure, when the physician tried to pull back the microcatheter in order to place the enterprise stent, the whole system moved back in the anatomy. It was impossible to replace the stent properly or to get the stent out of the microcatheter. The microcatheter was properly placed in the very tortuous anatomy. Both products are being returned. The procedure was successfully finished with new microcatheter and stent. There was no reported pt injury.